Event description:
Reporter indicated a pt had the vns therapy system explanted due to pain at the generator site and worsening depression. The explanted products have been requested for return. Attempts for further info are in progress.